Event description:
During surgical procedure, a disposable laparoscopic cautery device malfunctioned while being used on the patient. Malfunction involved a lack of power causing the device to not work. All connections were checked on the cautery machine and on the re-sterilizable pieces of the supraloop. Cautery machine unplugged and plugged in again. Monopolar cord connection checked. A second disposable supraloop was opened, used, and functioned as anticipated. The original machine, cord, and re-sterilizable equipment were not replaced and worked as intended.